Event description:
The facility reported that the eos alarm did not work during biomed testing. There have been no incident reports filed since the last baxter service event. No additional information.

Manufacturer narrative:
The customer's reported condition of no end of syringe alarm was not duplicated or confirmed. During visual inspection it was found that the syringe cover was broken.